Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing fill line with the incident lot was not observed. The fill line is visible on the label. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing fill line as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing fill line. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the fill line on the tube was missing."